Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter near the white crimp collar was confirmed, but the exact cause is unknown. One 7fr d/l hickman catheter was returned for investigation. The catheter exhibited evidence of use. Blood residue remained in the fibers of the surecuff. The catheter extended 11.3cm form the distal end of the cuff. The printing on the extension legs was in good condition and did not exhibit wear. A hole was observed in the catheter 1mm from the distal end of the white crimp collar. A functional test revealed that fluid would leak from the hole only when the lumen was pressurized. An impression was visible 180-degrees around the catheter from the hole, but the impression was positioned 2mm from the distal end of the white crimp collar. The observed damage can occur if the clamp is compressed over the catheter adjacent to the crimp collar. It is unknown when the catheter was damaged; however, due to the evidence of use found on the returned catheter, this may have occurred during use. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector.

Event description:
It was reported that catheter appeared to be cracked. No other information was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huaq1868 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter appeared to be cracked. No other information was reported.